Event description:
Patient, who is using novofine 8 mm (30g) needles together with mixtard 30/70 (dual-acting human insulin) due to insulin-requiring type ii diabetes, experienced that the needle broke off during injection in the leg. The patient went to the emergency department where an x-ray located the needle. A small incision was performed, and the needle was removed.